Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was not able to get past 'device is not responding' message when syncing to their stimulator. It was noted that they had tried repositioning the communicator in every position. It was also noted that the patient  had a pump as well and they  tried using the communicator for the pump and ran into the same problem. Both of the communicators were able to connect to the pump without any issues. The patient was redirected to their healthcare provider to check on the ins. No further complications were reported at this time.